Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the information from the reported event date is unavailable for review as it has been overwritten due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powers on normally and ezprime steps were performed successfully. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed and there was no damage found to the pcb or to the cgm circuit. There was no defect found on investigation.

Event description:
On (B)(6) 2012, the patient contacted animas stating that she received a low reading on her (continued glucose monitor) cgm. The patient reportedly treated her bg via eating oral carbohydrates and around 5am, she said she did not feel "low" anymore. The patient reportedly felt "full" at the time she was eating oral carbohydrates and had contacted the health care provider to receive glucose via intravenous (IV) and her bg was reported to be 10mmol/l. It was noted that the patient did not have any additional issues since she started on the pump 4 months ago. There were reportedly no issues with the pump and the patient was able to perform boluses via the pump. Additionally, the patient was a new pumper. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. There was no indication of a pump malfunction or the reasons why the patient went low. The pump was reportedly delivering without issues.